Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window.

Event description:
It is reported that a customer was hospitalized at (B)(6) for high blood glucose of 444 mg/dl. The customer was treated for the high blood glucose with two manual injections of insulin and an IV. The patient was also in a car accident but the accident did not cause the insulin pump to alarm. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting the insulin pump, but the pump did not pass all the tests. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.